Manufacturer narrative:
D4. Medical device lot#: unknown d4. Medical device expiration date: unknown h4. Device manufacture date: unknown investigation summary: "material #: 368835 lot/batch #: unknown bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported an unspecified number of bd vacutainer® eclipse¿ signal¿ blood collection needles with integrated holder were missing their sleeves that cover the non-patient cannula. Some faulty devices were found before use, and some were used. The used devices leaked blood due to the missing sleeve. There was no report of adverse impact to patients or users.